Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had repeatedly flipped her pump. The catheter was coiled and occluded as a result. The patient experienced pain, nonspecific osteoarthritis pain. A revision was required, an ascenda catheter was used and the pump as ¿tacked down¿. A partial explant of the catheter occurred; the spinal portion of the catheter remained implanted and was tied off. The explanted portion was discarded. The product issue was reportedly resolved. It was noted the patient recovery was unknown at the time of report. The device system was used to deliver infumorph and bupivacaine. Additional information has been requested, but was not available as of the date of this report.